Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience prime, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a mildly calcified lesion with 99% stenosis in the mid right coronary artery (rca). After, pre-dilatation was performed with a 2.0 x 10 mm non-abbott balloon catheter, a 4.0 x 12 mm xience prime was implanted at the target lesion. However, a distal edge dissection occurred which was treated with another xience stent. No additional information was provided.